Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer¿s blood glucose value was 45 mg/dl and 51 mg/dl and treated with fruit rollup. When calibrated, blood glucose value was 108 mg/dl. Customer¿s sensor glucose values were 100mg/dl and 40mg/dl. Current sensor glucose and blood glucose values are 136 mg/dl and 173mg/dl respectively. Insulin delivery was not suspended due to sensor glucose values. Customer declined to troubleshoot for low blood glucose. The sensor will be returned for analysis.